Event description:
Covidien rec'd info stating, "during use on a pt the unit became disconnected from the pt and the unit did not alarm." Pt was not harmed or injured as a result of this event.

Manufacturer narrative:
Review of the event logs recorded indicate high pressure alarms prior to and after the alleged incident time.